Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide gives instruction on how to bypass ldv alarm. A formal review of the label for the product family was conducted and found to be sufficient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:02:05. During night drain cycle one, the patient's ultrafiltration reading was 299ml, indicating the home patient (hp) drained 299ml more than their maximum programmed fill volume of 100ml. No additional information is available.